Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information received noted that at the most recent follow up pacing impedances remained out of range in both the unipolar and bipolar configuration. The device was reprogrammed and the patient will be evaluated at the next scheduled follow up.

Event description:
Boston scientific received information that at a follow up this right atrial (ra) lead exhibited out of range pacing impedances. The polarity was changed to unipolar and normal impedances were noted. A normal patient follow up was scheduled. No adverse patient effects were reported. The lead remains implanted.